Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient received shocks and lost consciousness. The ICD was unable to be interrogated. Patient went into asystole and CPR was performed. Three external shocks were given and patient recovered with stable vital signs. The device was found in backup vvi mode with no defib capability. Device was explanted. Patient condition after the event was stable.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the premature battery depletion could not be determined.